Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during second inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the armada 35 6mm/40mm was to be used in the atrioventricular fistula. However, the balloon ruptured at 18 atmposheres (atms) during the second inflation. Therefore, the balloon was removed and another same size armada 35 6mm/40mm was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.